Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a history of frequent syncope. Upon review of the electrograms it was noted that the right ventricular lead exhibited failure to capture. Fluoroscopic investigation showed the lead had a fractured around the suture sleeve. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Additional information on this event can be found in 2938836-2018-03314